Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the day after the sensor was inserted, the patient developed redness, itchiness, pus, blisters, burn marks (presumed to mean wound), and scarring under the sensor patch. Various barrier products (skin tac, cavilon, tegaderm) have been used unsuccessfully. No additional patient or event information is available.